Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-33244. It was reported that the patient presented for a routine generator change. During the procedure, insulation abrasions were noted on the right atrial and ventricular leads. The physician applied medical adhesive and used suture sleeves to cover the abrasions. Further programming changes were made. Patient was stable throughout and will continue to be monitored.